Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging visualization of particles related to a CPAP device's sound abatement foam. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
¿The manufacturer previously reported on this device in MDR 2518422-2022-29274. This report was submitted as a duplicate report of the previously submitted report.¿

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging visualization of particles related to a CPAP device's sound abatement foam. No medical intervention was specified. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. The device's downloaded logs were reviewed by the manufacturer service centre. There was 0 error code found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. Box d was updated. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated